Event description:
It was reported that during preparation for an unknown procedure, stent damage was noted. The physician removed the device from its package and noted that the stent struts in the middle were "raised". The procedure was completed with another liberte bms. There were no reported patient complications.